Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes faster than expected. Customer continued to use the pump for insulin therapy. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with the same needle. Customer's blood glucose level was 190 mg/dl.